Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. The 3.75x8 mm nc trek neo balloon dilatation catheter was used for pre-dilatation, but the balloon ruptured during the second inflation to 8 atmospheres. There was resistance during advancement with the anatomy. Another nc trek neo balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon dilatation catheter (bdc) interacted with the patient¿s heavily calcified, moderately tortuous, and 90% stenosed lesion during advancement, resulting in the reported difficult to advance. Additionally, it was reported that the balloon ruptured during inflation. In this case, it is possible that the balloon sustained damage, when resistance was met. Damage to the balloon could compromise the balloon integrity, resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.